Event description:
A malfunction alarm was reported with code malf 25. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, provided instructions for returning the faulty device, and informed the customer about programming the new pump. The customer would use multiple daily injections as a backup therapy.